Event description:
Medtronic received information regarding a navien catheter that was ruptured with the guidewire and found to be kinked. It was reported that the navien catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. The 6f navien catheter was delivered through the 6f arterial sheath into the right neck. After the catheter was in place, the microcatheter and guidewire were delivered. It was observed that the guidewire exited the catheter from an unintended location. Imaging showed the catheter was kinked at that location in the distal end of the catheter. It was noted that there was no friction or other difficulty felt during the advancement; force was not applied during delivery or removal. The catheter tip was not entrapped. The catheter was not stuck inside the guide catheter. The system with the entire navien catheter was withdrawn and the navien was replaced with another navien catheter to complete the procedure. There was no harm or injury to the patient who was undergoing a procedure for patency of the right middle cerebral artery (mca) via radial access. There was no patient vasospasm. No additional medical or surgical intervention was required. Ancillary devices: synchro 14 guidewire, rebar 27 microcatheter

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the navien catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened navien inner pouch (b235770). Visual inspection/damage location details: no damage was found with the navien catheter hub. The navien catheter body was found broken 18.3cm from the distal tip, retained by the inner wire. No damage was found with the navien distal tip. Testing/analysis: the navien catheter total length was measured to be 122.5cm and the useable length was measured to be 115.7cm which is within specification (specification: 115cm ± 3cm) conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ report was confirmed. It is possible the catheter kinked during navigation, subsequently breaking. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.